Event description:
Information received from the field does not address the patient's clinical status but notes that the device was in back-up operation. Device restoration was not given as an option and three software downloads failed.